Event description:
No additional event information available.

Manufacturer narrative:
This follow-up report is being submitted to report additional information. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 14 may 2019, the device was noted to have been previously repaired nineteen times, the last repair being for the device needing repair reported on 15 november 2018. On 14 may 2019, it was reported from the living legacy foundation that a mesher produced an incomplete mesh on 11 may 2019. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) and 2:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 20 may 2019 and it was noted that the pre-test calibration and test cut for the mesher were within specifications. The roller, gear, and comb were noted to have visible damaged. Evaluation of the two cutters noted that both produced passing meshes. Repair of the mesher occurred the same day and involved replacing the roller, gear, and comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 14 may 2019. The service technician was unable to reproduce the reported issue during inspection of the device. As such, a specific root cause of the reported incomplete meshing cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit had incomplete mesh. The event took place while meshing of previously recovered cadaveric donor skin. There was no patient involvement. There was no harm and no delay reported. No adverse events were reported as a result of this malfunction.